Event description:
The customer reported a failed dx message. No adverse patient impact was reported.

Manufacturer narrative:
Philips was not provided with repair data.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.